Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and one test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.8 - 4.4 inr): returned strip: qc 1: 3.6 inr. Retention strip: qc 2: 3.7 inr, qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Upon review of the meter's patient result memory, the meter was coded correctly during testing. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 12:14 p.m., a sample from this patient was tested using the meter, resulting with a value of 6.6 inr. The patient was instructed to skip her coumadin dose for one night based on the meter result. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.2 inr. At 12:29 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. The patient was instructed to skip her coumadin dose for one night based on this meter result. At 2:33 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.2 inr. Within 7 hours of both meter tests, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every three weeks if she is within her therapeutic range. If she is outside of her therapeutic range, her testing frequency is once every week. The patient had some bruising, but did not require medical treatment for the bruising. The patient's coumadin medication has decreased. The patient has recently had a vaccine. The patient indicated that the code key in her meter did not correctly match the test strips she was using.